Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v668701, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that with the first ins the lead fractured. The patient went thru a lot of physical therapy for the bladder from (B)(6), "if someone would have checked it, I would have known it was fractured" and not gone through all the physical therapy. If additional information is received, a follow up report will be sent.